Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref 01.18.135 / lot 130602 ((B)(4) stems produced / (B)(4) sold without any similar issue): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.

Event description:
Imp ref # (B)(4).